Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data or iegms were available for analysis. The provided x-ray images were analyzed. No peculiarities could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing with artifacts was noted on this lead which could be reproduced through shoulder movements. The patient was hospitalized and a revision is planned. Tachy therapies were deactivated and the lead remains implanted. Should additional information be received, this file will be updated.